Event description:
It was reported that the lens dislocated approximately 4 months post implant. The incision was enlarged, the lens was cut and removed. A vitrectomy was performed, another model lens was implanted, and sutures were used. Additional info has been requested.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.